Manufacturer narrative:
It was reported the hemostatic valve broke off of the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The tech flushed the sheath, advanced the dilator and once the dilator was removed and flushed, the sheath again it was noticed that the flush came back and not out of the distal end of the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced. Device evaluation details: on 21-jul-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and cool pump test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub and it was observed a bent sheath of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. It should be noted that product failure is multifactorial. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve broke off of the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The tech flushed the sheath, advanced the dilator and once the dilator was removed and flushed, the sheath again it was noticed that the flush came back and not out of the distal end of the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced. It is unknown if the hemostasis valve (gasket) break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. There was no patient consequence.